Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels higher than 200 mg/dl, but lower than 300 mg/dl. The suspected cause for the high bg levels was due to the pump was not working after the pump was dropped. During a system check, tandem technical support confirmed that the pump was functioning as intended. However, the customer and health care provider believed that the pump was the issue. Customer administered a shot of insulin and changed supplies to address impacted bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.